Manufacturer narrative:
The surgeon used the amis approach for the primary case. Batch reviews performed on 17 october 2016. Lot 090243: (B)(4) items manufactured and released on 27 april 2009. Expiration date: 2014-03-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Quadra-h cementless, ha coated stem size 5 lat, code 01.12.035, lot. 091202 (k082792) (B)(4) items manufactured and released on 18 august 2009. Expiration date: 2014-05-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. On (B)(6) 2016 the (B)(6) performed a clinical evaluation and commented as follows: mobilized dm cup in cementless tha 7 years after primary. Few images are available, no post-primary x-rays. From the fluoroscopic shot, the cup appears to have probably migrated medially. The pictures of the explant show little signs of bone ongrowth on the cup external surface. We cannot determine if this poor fixation of the cup onset from the very beginning or if it is a secondary evolution because there is no x-ray history available. No comments on possible infections were made, therefore we must assume that this is an aseptic loosening case. The stem appears well positioned and it is likely that the modest signs of osteolysis will recede during postoperative period. On (B)(6) 2016 the r&d project manager performed a preliminary investigation and commented as follows: mobilized dm cup in cementless tha 7 years after primary. Few images are available, no post-primary x-rays. From the fluoroscopic shot, the cup appears to have probably migrated medially. The pictures of the explant show little signs of bone ongrowth on the cup external surface. We cannot determine if this poor fixation of the cup onset from the very beginning or if it is a secondary evolution because there is no x-ray history available. No comments on possible infections were made, therefore we must assume that this is an aseptic loosening case. The stem appears well positioned and it is likely that the modest signs of osteolysis will recede during postoperative period.

Event description:
The patient came in complaining of pain. The surgeon noticed osteolysis around the proximal part of the stem and a small radiolucency around the cup. The cup was loose as well. The surgeon revised the cup, head and liner. The surgery was completed successfully. X-rays are available. Explants are not available.